Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 08-feb-2016 adjusted x-1 pusher foot angle, found like bar code label tape on one of the sample rack in the detect slot cleaned rack and reseated cables on the slif bd. Tested instrument with no failures. Instrument up and operational. The most probable cause of the reported event was bar code tape on sample rack in the detect position.

Event description:
On (B)(6) 2016 the customer reported error 2252 x1 rack error with their aia-2000 analyzer. Customer reported error 2252 unable to detect spec loader x1 step feed rack movement. Rack is stuck. Ts (technical support) assisted with removing the rack , all set home and repeating the specimens with no errors. The customer is unable to run lhii afp bhcg fsh and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii afp bhcg fsh and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.